Event description:
It was reported that during an unspecified general surgical procedure, the stapler sheath was torn when the stapler instrument was removed from the cannula. The procedure was completed with no report of patient harm, injury or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The instrument was found to have a torn wrist cover. A missing piece measuring roughly 0.435" x 0.577" was not returned. A review of logs showed no failures.